Manufacturer narrative:
The returned device was evaluated and an occlusion alarm was generated by the pod. Sma wire resistance was found to be outside of specification. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though a bend was noted on the exposed portion of the soft cannula. It could not be determined when this bend occurred. The investigation could not conclusively determine a relation between these findings and the reported occlusion alarm, and the exact cause of the occlusion alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that the patient received an occlusion alarm. His blood glucose had reached 349mg/dl while wearing the pod on his arm for about 5 hours. The mother went to give a bolus (unknown amount) when the device alarmed. The pod was returned for evaluation.